Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 10atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.